Manufacturer narrative:
(B)(4). Leaving a clamp open on an unused supply line during peritoneal dialysis is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that the clamp is open on the unused blue supply line. The technical service representative advised the patient to end the therapy. The technical service representative assisted the patient to clear the alarm and remove the cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.